Manufacturer narrative:
(B)(4). Visual, dimensional and functional inspections were performed on the returned device. The difficulty removing the protective sheath was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported during preparation of a 3.5 x 8mm nc traveler, the protective sheath could not be removed. The device was changed to a non-abbott balloon catheter and the procedure was successfully completed. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.